Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 error was the defective load cell module 2. The cracked covers and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform revealed a cracked front enclosure at the front-end area, and multiple cracks were observed at the screw well area of the bottom enclosure. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The damaged covers were replaced to address the observed issues. A review of the archive data was performed and showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 2 was defective (over-reported), and it was replaced to remedy the fault. Further functional testing revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal/frequent use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was unknown, and it was not witnessed. It is unknown for how long the patient was in cardiac arrest before receiving manual CPR, which was performed by a member of a skilled nursing facility (snf) for about 15 minutes prior to the arrival of ems. When the autopulse was powered on, the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the error. Manual CPR was performed for about 5 minutes until a second autopulse platform was used. As reported, the second autopulse platform was able to perform compressions with no issues or interruptions. Once the ems crew noticed the patient was not achieving return of spontaneous circulation (rosc), they elected to switch back to manual CPR that was performed for about 20 minutes. The attempt to resuscitate the patient using manual CPR was also unsuccessful, and the patient was pronounced dead at the scene. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.